Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via web self-service that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient experienced a systemic skin reaction from the wearable patch adhesive. The patient developed a systemic skin reaction that consist of itching, a rash, redness, and pimples. On (B)(6) 2024, the patient decided to remove the sensor due to the symptoms spread to her arms, chests, and legs. The patient treated with over-the-counter benadryl tablets. The patient confirmed she did not experience anaphylaxis symptoms, and the documented unspecified injection medication was for her underlying health condition (arthritis) and she did not consult a healthcare provider for this event. At the time of report the patient confirmed the reaction symptoms subsided after a few days. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.